Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and oversensing on both the atrial and ventricular channel. It was questioned if this was minute ventilation oversensing. Boston scientific technical services (ts) reviewed the available information and indicated in (B)(6) 2017, there was a drop in the intrinsic amplitude, pacing impedance measurements and fluctuating threshold measurements on the right ventricular (rv) lead. Additionally, there were episodes recorded that noted potential undersensing of ventricular fibrillation (vf). Ts also indicated that some of the noise and oversensing was a result of minute ventilation oversensing, but there was also some that could be a result of electromagnetic interference (emi). Ts recommended programming minute ventilation off. No adverse patient effects were reported.

Event description:
Subsequent information was received that minute ventilation was programmed off. No adverse patient effects were reported.